Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during patient use the device switched from monitoring lead 2 ECG to paddles ECG when the ambulance hit a large bump. The customer advised physio that paddles ECG had a dashed line. As a result, defibrillation may not have been possible, if it were necessary. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
Physio-control received additional patient information from the customer. The patient was a (B)(6) male. Patient information fields have been updated.

Event description:
The customer contacted physio-control to report that during patient use the device switched from monitoring lead 2 ECG to paddles ECG when the ambulance hit a large bump. The customer advised physio that paddles ECG had a dashed line. As a result, defibrillation may not have been possible, if it were necessary. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.